Manufacturer narrative:
The device will not be returned because it was implanted in the patient. The anatomical location and the cause of the ipsilateral ischemic stroke were not reported. Stroke is a known risk of pipeline procedure and is documented in the pipeline instruction for use; however the causal relationship in this event cannot be determined based on the provided information.

Event description:
Medtronic received information that a patient experienced an ipsilateral ischemic stroke nineteen months after pipeline implantation. As a result of the stroke, the patient experienced motor dysfunction and dysarthria. The patient had been taking aspirin until four months before the stroke.

Event description:
Medtronic received additional event information: the pipeline had been implanted to treat an unruptured, polylobulated aneurysm in the left internal carotid artery (ica). Aneurysm measured 9.6mm max diameter and 5.5mm neck diameter. Landing zone artery size was 3mm distal and 3.8mm proximal. The vessel was not tortuous. Dsa control after the stroke showed no in-stent thrombosis. As a result of the stroke, the patient experienced motor dysfunction (limited facial paralysis and limited right hand motor skills) as well as dysarthria. These symptoms began nine days after the stroke.

Manufacturer narrative:
(B)(4).